Event description:
Additional information received from the consumer on (B)(4) 2015 reported that they had notified their health care professional (hcp) about the lack of effect. They got a sooner appointment for(B)(6) 2015 to hopefully get new programs put on. The patient felt that their urologist's office was not putting on the programs that they needed in order to try more. They left a message with the nurse and doctor. It was further reported on 2016-01-04 that they had an appointment on (B)(6) 2015 hoping to get new programs put on because none were working so far. The patient had turned their device off for 12 days now and had no worsening symptoms. They almost felt better. The patient was put on antibiotics on (B)(6) 2015 for the lack of effect, interstitial cystitis, bladder pain, and urethral/vagina burning. The patient had no prior urinary tract infection's (utis) prior to the device surgery. The confirmation of the uti was on (B)(6) 2015. The symptoms started five days prior. The cause of the uti was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the patient had not used the patient programmer (pp) in 3 months and when she went to check it, it said to replace the pp batteries. The patient did replace it and still got the same screen. The pp had not gotten wet, however she did leave the batteries in, even though she hadn¿t used it during this time. The device was turned off for 3 months as she was getting a different treatment for bladder control issue, which didn¿t help and now she wanted to try stimulation again. The patient checked for corrosion and none was seen. When she replaced the batteries she was still getting the same screen. The patient tried a different pack and when she replaced the batteries, the pp did power up and the patient was able to connect to the implantable neurostimulator (ins) and make adjustments. Troubleshooting resolved the issue. The issue of the pp not working was noticed today, (B)(6) 2016. The patient no symptom control and foot twitching whenever reprogramming was performed. These symptoms started since implant, on (B)(6) 2015. In 2015 there pelvic flares and urgency and frequency symptoms got worse.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported on (B)(6) 2015 that there was stimulation in her foot when applying pressure to foot (e.g., driving or walking) or when sitting. The symptoms occurred since implant. Decreasing stimulation did not eliminate the uncomfortable stimulation. However, the patient was getting good symptom control. Additional information received from the consumer reported that the cause of the event was that the device was turned up a little too high. The patient was instructed to decrease stimulation from 2.9 volts to 2.7 volts which resolved the issue. Additional information received from the consumer on (B)(6) 2015 reported that there was no therapeutic effect since implant. The troubleshooting/interventions already performed included changing programs. The patient went through programs 1-4, changed programs with a nurse practitioner, and then changed to 4 more programs. They gave each program a couple of weeks. The patient had no effect with 7 programs and had no stimulation sensation anywhere. When increasing the stimulation, they could feel toes moving, which was her indication that the amplitude was too high. On the 8th program, there was 20-25% relief. The patient would like 3-4 new programs. The reported symptom was urgency. The patient reported that it was as if she did not have the implantable neurostimulator (ins) therapy. The nurse practitioner left the patient in tears when she would not re-program her again and instead prescribed the patient with an overactive bladder medication. Additional information received from the consumer on (B)(6) 2015 reported that the device had not worked to treat symptoms since the implant. The patient had already tried four programs and was programmed with four new ones. Only program 4 of the current set worked for a while to give her up to 25% relief. Stimulation was not in the bicycle seat region but rather in the groin. The physician's assistant (pa) told the patient that this was the best location for the stimulation to be felt. The patient had no stimulation sensation prior to the last reprogramming. Also, the patient had been placed on oral overactive bladder (oab) medications and they did not help either. Anavlix and uravell medications caused the patient to have issues starting her urine flow. She had to squeeze. This was occurring daily. The physical therapist and the pa at the health care professional (hcp) office agreed that this was likely a side effect of the oral medication. The patient was told to stop taking them. A bladder scan was done to rule out retention and the patient did not have retention. There were no falls/trauma or positional movements related to the issue. The patient only had one program now and was told to try it for a month and then return to the clinic. The patient goes to physical therapy for interstitial cystitis and pelvic floor assistance, not for oab. They had tried turning stimulation off and said it was the same symptom relief as when it was on. The most relief they ever got was 25% reduction. The patient also reported that when she would increase stimulation on any given program, her foot and leg would jerk but then she could not feel stimulation anywhere. It was further reported by the patient on (B)(6) 2015 that she called the hcp and spoke to the lead nurse. On (B)(6) 2015 she had awful bladder pain, frequency, and urethral and vaginal burning. She thought it might be a urinary tract infection (uti). The patient was seen at an urgent care and the urinalysis was negative but they cultured it and sent it out. The result was not back yet. The patient called the nurse at the hcp of fice and she said that sometimes it can be the device aggravating the situation and advised her to turn it off and leave it off for a few days. Then, turn it back on and report the outcome. The patient was prescribed with pyridium to help with the pain. The device was off at this time. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, cause, troubleshooting performed, circumstances that led to the event, history of utis, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.